Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation did not uncover the e103 (lamp light-up error) as this error was related to a light source. The evaluation did find a corroded/damaged/worn out top cover. The front panel chassis, main power switch, video connector (front connector) and foot to be corroded and damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii video system center presented a e103 (lamp light-up error). There was no harm or user injury reported due to the event. Additional information has been requested but unavailable at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not reproduced. E103 error is displayed when the light source failed to light up the main lamp, therefore, it was likely that the device may have a fault, but it cannot be confirmed. It was recommended to repair the light source if the event recurs. Olympus will continue to monitor field performance for this device.